Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported, occlusion alarms occurred. The customer's blood glucose level read "high". A specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. During a systems check with tandem technical support, the occlusion was found to be within the cartridge. A cartridge change was performed and insulin therapy resumed.